Event description:
A customer reported experiencing an error with their insulin pump that frequently occurred when they attempted to change the cartridge. Although the pump occasionally functioned, the error persisted and made it unusable. There was no adverse impact to the customer¿s blood glucose level. Attempts were made to follow up with the customer, including sending a follow-up email, and the case was subsequently closed.